Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired neurostimulator, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution before closure, multiple tunneling attempts, and using inappropriate tools have been ruled out as potential causes. However, the patient worked on a car in a garage with their incision site on the ground, they did not attend their post-op visit, and the patient seems to have had poor post-op care of wound and dressing. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due patient non-compliance as the patient worked on a car in a garage with their incision site on the ground (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection at the incision site. An explant procedure was performed on (B)(6) 2024, and antibiotics were prescribed. The wound has completely healed and the patient plans to have a new device implanted at a later date.